Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with "revise." It is unknown when and where this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with "revise" was not confirmed by service. The additional problem found was damaged battery, therefore, the as determined problem is battery. Service did not determine the actual cause of the damaged battery. The main battery was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted. A device history review was performed with no exceptions during manufacturing found. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.